Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v157497, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v536164, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk limbs). It was reported that there was shocking and that the wires and the box malfunctioned. The patient had it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.